Event description:
Pt received a penile implant on an unk date and of an unk MFR. Pt alleges the implant was defective which caused a hosp stay and extensive recovery; however, no specific injuries were provided.